Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #6r; 5517f602; elfdt, tritanium bplate triathlon s6; 5536b600;ctd7604. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Procedure: the patient underwent left knee primary osteoarthritis (B)(6) 2015. Patient underwent right total knee revision surgery for the infection (B)(6) 2020. Only poly exchanged.